Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous circumflex (cx) artery. The physician was unable to cross the lesion with a taxus express2 2.75x16mm drug eluting stent. The device was removed from the patient and it was noted that the distal edge of the stent was lifted up. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. The stent had also moved distally on the balloon approximately 1 millimeter. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly and performance specifications. The root cause of the stent damage could not be determined.